Manufacturer narrative:
A medtronic representative inspected the imaging system and confirmed the reported issue. The interface (umbilical) cable was replaced because of frame rate errors. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure the imaging system took grainy images and there was an error message on the system. A different imaging system was brought in to complete the case. There was no impact on the patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.